Event description:
The customer reported that several of her olympus connecting tubes were broken and could not make the proper connections during reprocessing. According to the initial reporter, the olympus endoscope reprocessor was used during these events. The customer did confirm that this event occurred in the ¿last two weeks¿ when attempting to hook up the connectors for reprocessing. However, beyond that, no further information was provided. This is event 1 of 5. For the remaining events, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was discarded by the user, the definitive root cause of the broken connecting tubes could not be determined. It is possible that the connecting tubes were broken due to breakage of the lock lever by external stress, such as the application of force in the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily.¿ olympus will continue to monitor field performance for this device.